Event description:
The customer reported blood and diluent leaked in the needle area and on the counter below the instrument involving coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this incident. The field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned the blood from under the needle cartridge, flushed bleach from the needle cartridge through to the waste, and completed three racks of samples but could not reproduce the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. A definitive root cause of the event is unknown. The customer has an exposure control/risk management plan at the facility. (B)(4).